Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing and far-r wave over-sensing. Corrective programming changes were recommended but were not yet made. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that a new instance of post-paced t-wave over-sensing was noted on the patient's device. Corrective programming changes were made. No further patient consequences were reported.